Event description:
It was reported that when the device was being charged for defibrillation energy delivery, the customer heard a loud bang, and then the service indication became illuminated. The device was unable to deliver the defibrillation energy. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.